Manufacturer narrative:
The suspect device has not yet been sent to an olympus service center for evaluation, but is expected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during general inspection, there was no image displayed on the subject device while connecting 190-series endoscopes. The image was displayed when connecting to 150-series endoscopes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon (1) ¿no image with 190 series scope¿ was not confirmed, and its cause was not identified. As to the reported phenomenon (2) ¿power switch is stuck, and the device cannot be started¿, the subject device was manufactured before the design of the power switch was changed. Thus, it was determined that the power switch was broken because the operating force applied to the power switch and the number of times that the switch was pressed exceeded the original assumption. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.